Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed cables were identified during set up on a mega suturecut needle driver instrument. The instrument was not used in the case. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist and was also derailed by the distal pulley. Other cables at the wrist were not damaged. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.